Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported cartridge were not able to be fully snapped in due to the pump case. Customer's blood glucose level was 200 mg/dl. Reportedly, a replacement case was sent to the customer to resolve the issue.